Manufacturer narrative:
Evaluation summary: the distal tip was damaged. The stent was returned on the balloon between the marker bands as per specification. The 10th and 11th distal segments had raised and deformed struts. (B)(4).

Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the cx. The lesion was 70-80% stenosed with moderate calcification and moderate tortuosity(2 bends). The device was removed from packaging per IFU and inspected prior to use with no issues noted. It is reported that the stent became deformed in vivo during positioning. Resistance was encountered when advancing the device. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no patient injury reported.